Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon popped on the short port and a couple of pieces fell inside the pt. All the pieces were retrieved without further complications to the pt.